Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there were several faulty catheters from the same batch: the eyelets from one of the catheters were not uniformed, the balloon from one catheter inflated on one side, and one of the catheters was found kinked/bent upon removal. Reportedly, all of the events caused unnecessary discomfort and pain to the patients.

Event description:
It was reported that there were several faulty catheters from the same batch: the eyelets from one of the catheters were not uniformed, the balloon from one catheter inflated on one side, and one of the catheters was found kinked/bent upon removal. Reportedly, all of the events caused unnecessary discomfort and pain to the patients.

Manufacturer narrative:
The reported event was inconclusive due to an incorrect sample returned. An eggshell white catheter was returned showing a small bend on the catheter balloon. 0167l16 is an amber three way irrigation catheter that does not have the eggshell white color. As the reported event stated that all of the catheters came from the same batch, the reported event cannot be confirmed. In addition as the bend was on the catheter balloon and the event stated that it was noticed upon removal, as this can occur due to deflation technique once the balloon was already deflated, the photo may not be indicative of a product failure. A potential root cause could be due to user oversight. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. ". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.